Event description:
It is reported that the surgeon was holding a piece of bone and drilling when the weld broke off.

Manufacturer narrative:
This report will be amended when our investigation is complete.